Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the device's system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that their device locks up during the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.